Event description:
It was reported that pump experienced malfunction while patient was away at camp, and initial caller could not provide further details. There was no adverse impact to the customer¿s blood glucose level. Patient¿s mother later reported that pump displayed non-resettable malfunction code, so technical support arranged shipment of replacement pump under warranty and instructed customer to use of manual daily injections as backup insulin therapy until received.